Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. During interrogation, chronic right ventricular lead noise was noted. The noise was not able to be reproduced in clinic. No intervention was reported. The patient was stable throughout and will continue to be monitored.

Event description:
New information received indicated that the right ventricular lead continued to exhibited noise. The lead was capped and replaced. Patient was in stable condition.